Event description:
It was reported that there was a recurring issue with the bedside monitors not sending the alarms to the central station. The device was in use on a patient. There was no report of patient or user harm.